Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, but revealed a similar complaint related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia not reported. The patient was hospitalized for the event. On an unknown date, the patient underwent an unspecified surgical procedure for the hernia. On an unknown date, apd therapy was discontinued and the patient was switched to hemodialysis while recovering from the event. At the time of this report, the patient remains on hemodialysis and is recovering. No additional information is available.